Manufacturer narrative:
(B)(4). Blank display due to corroded electronic assembly. Unable to perform displacement test, self-test, active current measurement and sleep current measurement test due to blank display. Corroded motor assembly noted during visual inspection. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side, and missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a moisture damage. Customer stated insulin pump was not working. Customer stated event occurred when they jumped in the water along with the insulin pump. Customer stated there was crack in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.